Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that the tri-fuse unable to flush any of the lumens.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the tri-fuse unable to flush any of the lumens. One sample was received for quality evaluation. Visual examination was conducted and no component damage or abnormalities were identified. A fluid push was then attempted on all lines of the extension set. All lines allowed for fluid to push through them except the line with the blue clamp on it. When attempting to push fluid through the line with the blue clamp, no fluid was allowed to move through the like. Further examination of the sample, under magnification, indicates that there is an excess amount of solvent in the line and not allowing for any fluids to flow through. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was moved to the manufacturing facility to determine the root cause for the issue. After the investigation, the possible root cause of the occlusion between the tubing and adapter could be related to an incorrect application causing an excess of solvent at the union location, and the assembler not conducting the flow test to verify flow. A quality alert was issued to reinforce the proper assembly and to perform the flow test, with the assembly personnel. A device history record review for model mz9270 lot number 23129221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.